Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient's blood glucose on an unspecified date was above 250 mg/dl and below 500 mg/dl with vomiting. It was reported the patient discontinued pump therapy. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a use error or malfunction of the device could not be ruled out as a contributing factor to the alleged health event.